Event description:
Boston scientific received information that during general device changeout, this cardiac resynchronization therapy defibrillator (crt-d exhibited high out-of-range (oor) pacing lead impedance (pli) measurement on left ventricular (lv) lead. The physician noted that this lead had insulation damage which was repaired at previous implant. A lead fracture was suspected upon lead testing along with clinical observations of loss of capture (loc) and increase in pacing threshold. Additional information indicated that the lead fracture was not confirmed. The physician opted not to turn on the lv lead. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.